Manufacturer narrative:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had tissue too thick message displayed on the screen. Staples from the reload in use reportedly fell inside the patient as a result. Based on the claim against the product by the customer noting the system had tissue too thick message, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis as the instrument was disposed. Although the complaint regarding a tissue too thick message was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the instrument logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause of tissue too thick message cannot be determined based on the information provided. Since the instrument was not returned and the log review was inconclusive the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure. This event is being reported due to loose staples falling inside the patient during the procedure. The staples were retrieved during the same procedure by using another instrument. At this time, the cause of the error and subsequent staples falling inside the patient remain unknown.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the system had tissue too thick message displayed on the screen. The surgeon paused for compression however the message remained. The surgeon noted a large amount of malformed loose staples in the abdomen and sticking in the stomach when the instrument jaws were opened and the instrument was removed. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the caller to return the reload and the stapler instrument returned further analysis. The customer would be unable to send the stapler instrument for further analysis as there were at least 3 other stapler instruments put in the trash. The procedure was completed with no further issues. Isi followed up with the initial reporter and obtained the following additional information: the staples were retrieved with a laparoscopic grasper. The patient did fine and has not returned.